Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a magnetic resonance imaging (MRI) procedure. The right ventricular lead was unable to be programmed to MRI mode due to high bipolar pacing impedance. No changes or interventions were made. There were no patient consequences.